Manufacturer narrative:
Additional information was received for h4, h6, and h10. H4: the lot was manufactured from april 6, 2022, to april 8, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused; the infusion finished approximately 10 hours before the expected time. The device was filled with unspecified medication. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.